Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for gastrointestinal/pelvic floor reported they were implanted on (B)(6) 2017. During implant they had trouble getting it around her tailbone because her tailbone was kind of crooked, and she spent the night in the hospital. It was further reported the implantable neurostimulator (ins) was implanted on the left side, but when she ¿cuts it¿ on her left side was numb and every time it pulsed it ticked her foot and toe and was uncomfortable. The consumer tried cutting it down and off, but then it didn¿t help their urgency so they would get no relief for going to the bathroom. Stimulation was then decreased which eliminated the uncomfortable stimulation and stopped their foot from ticking but it still felt like it was trying to fall asleep like tingling, and when stimulation was off their thigh was still numb. It was noted the consumer also mentioned they wanted to try other programs which were: program 4 at 0.2 resulting in them feeling it up their back and kind of hurting, program 1 at 0.1 volts which let them feel it on their tailbone a little bit, and program at 0.3 which was felt at the very bottom of the butt cheek but the consumer¿s legs felt kind of shaky, wobbly, and weak. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.